Event description:
The customer reported that when the respiratory therapist tried to set up the ventilator, it was not heating. The alleged issue occured prior to use on a patient.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. Functional testing was performed and the unit failed the leak test. This indicates the unit was not heating. The initial temperature was 25 and the temperature remained constant, never increased more than 25 c degrees. The unit was opened to evaluate and the control card was found with corrosion/humidity. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The failure mode reported was confirmed but it cannot be assigned as manufacturing related. The corrosion found in the unit was caused by the unit coming in contact with water, causing a short circuit.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when the respiratory therapist tried to set up the ventilator, it was not heating. The alleged issue occured prior to use on a patient.